Event description:
The customer reported that pacer menu does not scroll in pacer mode. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that pacer menu does not scroll in pacer mode. There was no reported pt involvement. The customer confirmed the failure and clarified the symptom as he was not able to activate the pacer controls once pacing was turned on. The issue was localized to the pacer keypad assembly. The philips response center provided the customer a parts ID for the pacer keypad assembly. The customer has not called back regarding this issue. This was a malfunction of the pacer keypad assembly.